Event description:
Boston scientific received info that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of t waves and noise on the right ventricular (rv) lead. There were also episodes of fast rates recorded. Impedance measurements were very low but were not reproduced with isometrics or pocket manipulation. Boston scientific technical services (ts) reviewed the electrograms (egms) and suspects a possible lead issue, possible clavicle first rib crush, since impedances are low in both unipolar and bipolar configuration. The lead was explanted and a new lead successfully implanted. There were no additional adverse pt effects reported.